Event description:
A user facility clinical manager reported to fresenius customer service that a dialyzer blood leak occurred immediately at the initiation of treatment. The clinical manager confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a 'blood leak' alarm. Blood leak test strips were used and tested positive for the presence of blood. The leak was visually observed by the staff and it was stated that blood was observed ¿bubbling¿ at the bottom of the dialyzer and was leaking out of the machine where the lines connect. The clinical manager also stated that fresenius combiset bloodlines were used during treatment. The clinical manager confirmed that the leak was both internal and external. The clinical manager stated that there was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml and the clinical manager confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment was completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported to fresenius customer service that a dialyzer blood leak occurred immediately at the initiation of treatment. The clinical manager confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a 'blood leak' alarm. Blood leak test strips were used and tested positive for the presence of blood. The leak was visually observed by the staff and it was stated that blood was observed ¿bubbling¿ at the bottom of the dialyzer and was leaking out of the machine where the lines connect. The clinical manager also stated that fresenius combiset bloodlines were used during treatment. The clinical manager confirmed that the leak was both internal and external. The clinical manager stated that there was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml and the clinical manager confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment was completed successfully with new supplies. The clinic manager stated that the dialyzer was available to be returned to the manufacturer for physical evaluation. A sample return shipping kit has been sent to obtain the sample for investigation.

Manufacturer narrative:
Correction: h6 component code (housing) added, investigation code (manufacturing process problem identified) removed.

Manufacturer narrative:
Correction: d4-lot number. Additional information: d9, h3. Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The sample was subjected to an external leak test where a leak was detected at approximately 4.0 psi from the non-cavity ID end header cap. Upon closer inspection, a delamination was observed on the non-cavity ID end of the dialyzer extending from approximately 320° to 40°, with the dialysate ports situated at 0°. It was also noted that the polyurethane (pu) distribution on the non-cavity ID end was uneven and low. No other damage or irregularities were noted on the returned sample. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one related non-conformance (nc) noted on the lot. The nc was created to address a conditioning carrousel parameter failure for dialysate rinsing water pressure failing due to a labom pressure transmitter failure. There was no other indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinical manager reported to fresenius customer service that a dialyzer blood leak occurred immediately at the initiation of treatment. The clinical manager confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a 'blood leak' alarm. Blood leak test strips were used and tested positive for the presence of blood. The leak was visually observed by the staff and it was stated that blood was observed ¿bubbling¿ at the bottom of the dialyzer and was leaking out of the machine where the lines connect. The clinical manager also stated that fresenius combiset bloodlines were used during treatment. The clinical manager confirmed that the leak was both internal and external. The clinical manager stated that there was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml and the clinical manager confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment was completed successfully with new supplies. The clinic manager stated that the dialyzer was available to be returned to the manufacturer for physical evaluation. A sample return shipping kit has been sent to obtain the sample for investigation.

Event description:
A user facility clinical manager reported to fresenius customer service that a dialyzer blood leak occurred immediately at the initiation of treatment. The clinical manager confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a 'blood leak' alarm. Blood leak test strips were used and tested positive for the presence of blood. The leak was visually observed by the staff and it was stated that blood was observed ¿bubbling¿ at the bottom of the dialyzer and was leaking out of the machine where the lines connect. The clinical manager also stated that fresenius combiset bloodlines were used during treatment. The clinical manager confirmed that the leak was both internal and external. The clinical manager stated that there was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml and the clinical manager confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment was completed successfully with new supplies. The clinic manager stated that the dialyzer was available to be returned to the manufacturer for physical evaluation. A sample return shipping kit has been sent to obtain the sample for investigation.